Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Pt started using the inratio2 meter three weeks ago. She was told by her doctor to hold her coumadin dose on (B)(6)2010, and then also on (B)(6)2010 for several days. Pt has no bruising or bleeding. The following inratio result was obtained using a new strip lot# 234130: date: (B)(6)2010, inratio: 6.8.

Manufacturer narrative:
Investigation pending.